Event description:
Pt was revised due to loosening and osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported problem. The need for corrective action is not indicated.